Event description:
Per information provided: (B)(6) 2009- patient was diagnosed with bilateral inguinal hernia and umbilical hernia thereby underwent open repair with implant of perfix plug (device 1 and device 2). Per op notes, ¿on the left side of the inguinal hernia, a medium size perfix plug (device 1) was placed to repair the indirect portion of the hernia and was secured with sutures. For the right sided inguinal hernia, a portion of the transversalis fascia was excised and a medium size perfix plug (device 2) was placed to the floor of the inguinal canal and was secured with sutures. To repair the umbilical hernia, a semicircular incision at the superior aspect of the umbilicus was made. A small piece of herniated fat through the fascial defect was cleared and dissected. The defect was closed primarily.¿ (B)(6) 2017- patient was diagnosed with recurrent right inguinal hernia thereby underwent laparoscopic repair with excision of perfix plug (device1, 2). Per op notes, ¿right sided inguinal hernia was dissected. The previously placed perfix plug (device 2) was identified, it was adherent and overlying on the hernia defect. On the left side, a very small hernia sac heading up with the cord structures consistent with a recurrent indirect hernia was identified. The old mesh perfix plug (device 1) was identified. Both perfix plug (device 1and 2) was removed. Synthetic mesh was placed to repair both the right and left inguinal hernia and was secured with sutures.¿

Manufacturer narrative:
Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2008) is considered to be a best estimate. This emdr represents the bard/davol perfix plug (device #2). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device #1) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.